Event description:
It was reported that the motor device had a hole in the muffler at the end of the cord. During in-house engineering evaluation, it was observed that the device had hose damage and leaked oil. The event was not reported to have occurred during surgery. There was no delay in surgery. It was not reported if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had hose damage and leaked oil. Therefore, the reported condition was confirmed. It was determined that there were holes in the hose by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube. It was further determined that the swivel was worn and leaking oil. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.